Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed need assistance on 8015 sn (B)(4). Having an error 133.6090 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I assisted biomed on 8015 sn (B)(4) having an error 133.6090, possible caused for this error could be power supply board is faulty or logic board is faulty. Recommendation is to consider sending it in for repair. Is more cost effective. Biomed will consider sending it in for repair.